Event description:
A customer reported bubbles were observed during a procedure. The case was completed with the same accessories and system. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and was unable to replicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be conclusively determined. An internal investigation has been opened. .